Event description:
Algidex patch was saturated. Dressing was removed per policy, the neo-PICC was leaking just above the hub. Line was removed. Aprn notified.

Manufacturer narrative:
This complaint was reported to FDA via medwatch 2245270-2023-00054 and its subsequent follow-up. This report require a correction. Correction: the date of the event associated with the complaint should be (B)(6), 2023. The previous report listed (B)(6) 2023 erroroneously.

Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: we received one used catheter as a sample. During the microscopic examination, we found that the catheter tube was partly torn out of the junction with the fixation wing. The fracture plane showed a rough and uneven surface, which is a typical sign of a tensile fracture due to a high tensile load in combination with an alcohol-based disinfectant. Per the product's IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol-containing disinfectants. This may irreversibly damage the catheter." A review of the batch history records was performed, and no deviations were found. The batches complied with its specifications and were released. Each catheter is leak and flow tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are conducted with no exceptions found. There are seven further complaints for batch 8171598, five further complaints for batch 8167478, and 10 further complaints for batch 8137379. We received 22 further complaints regarding a leaking catheter tube at the junction of the catheter and the fixation wing on code 4g07125203 within the last three years, but none of them were related to a manufacturing defect. Most of them were related to tensile traction under the influence of the use of alcohol-based disinfectants. This query covers all complaints that have come to our attention worldwide. Corrective action: no further corrective action was initiated by quality management due to this complaint, as there are no indications of a manufacturing fault. Any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. When using an alcohol-based disinfectant, we recommend following the catheter handling instructions according to the product's IFU.

Event description:
Algidex patch was saturated. Dressing was removed per policy, the neo-PICC was leaking just above the hub. Line was removed. Aprn notified.

Event description:
Algidex patch was saturated. Dressing was removed per policy, the neo-PICC was leaking just above the hub. Line was removed. Aprn notified.

Manufacturer narrative:
The malfunctioning device will be returned to the manufacturer for device evaluation and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion via follow-up MDR.